Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient experienced decreased efficacy. The hcp noted refill discrepancies several times over the past 1-2 months (dates and volumes not reported). The pump was programmed to deliver dilaudid (12 mg/ml) at 5 mg/day. The pump was not alarming. A catheter dye study was performed (date not reported) and found to be within normal limits. The hcp chose to replace the pump. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.